Manufacturer narrative:
Analysis of the ins ((B)(4)) found it was functionally okay and there were insignificant anomalies. It passed functional testing and there was good, stable output on the electrode pairs the ins had when it was received. There was also good, stable output on all electrode pairs referenced to the {} electrode. There were no issues when pressing on the ins can and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the early battery depletion was not determined.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was explanted due to early battery depletion. It was returned to manufacturing company. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.